Event description:
It was reported that a patient underwent a laparoscopic kidney and adrenal gland procedure on (B)(6) 2023 and suture clips were used. The device could not be clipped at once. The clip could not be formed properly. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: - package lot number of the clips? - please provide the applier product code and lot number? The applier product code is ka200 and lot number is currently unknown. - please confirm if there is an issue with the applier? No. - please explain how the clips were loading into the applier? I certify that all information that are known/available has been disclosed. - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading yes. - were you able to lock the clip closed on the suture? No, some clips could not be locked. - if yes, after it closed, was the clip holding securely fixed on the suture? - was the applier checked for damaged (jaws straight and aligned)? Yes. It was reported that some clips could not be locked. What is the total number of clips that could not be locked? I certify that all information that are known/available has been disclosed. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via 2210968-2023-06931.